Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that half of the device's lcd touchscreen was black. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The reported issue occurred during service activities being performed by an authorized third party service technician and there was no patient use associated with the reported event. As a result, the reported issue does not meet reportability requirements as it is not likely to cause or contribute to death or serious injury if it were to recur.